Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to corroded motor home switch. Unable to perform excessive no delivery or displacement test due to motor error alarms. The electronic assembly found with traces of moisture. The insulin pump was received with cracked case at display window corners, battery tube threads and minor scratched display window.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer then received a motor error alarm. Customer stated that the motor error occurred during manual prime. Customer stated that they travel a lot. Customer stated that they are unable to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.